Event description:
It was reported that during an implant attempt of the right ventricular (rv) lead multiple attempts were made to attach helix and the rv lead kept falling out. It was also noted the physician felt it was due to tissue in the helix. The rv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, tissue on helix and the lead appeared to have been damaged at implant.